Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had not displayed a patient. As per customer, the patient did not appear at the station, but they do appear on the mses server, according to the customer. There are no warnings about communication with the station. At the station, other patients do arrive. To get rid of the medications, the nurse made a temporary patient. Patient care was delayed for about 10 min by removing the lidocaine patch. The customer was not aware that there was patient discomfort. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not displayed a patient. The field service engineer called and spoke with customer on site to discuss the issue and coordinated efforts to arrange for a technician to be dispatched to the location. It was noted that the team was already working with the pharmacy and attempting to initiate a remote support service session with customer. Confirmed with customer no issues reported and closing the case. The system functioned as intended after assessed by the field service engineer.